Manufacturer narrative:
The user indicates the reported patient burn was due to user error. The location that the grounding pad was placed on the patient had not been prepped per IFU recommendations. There was no performance issue with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Return of the product, additional procedural information, and patient information was requested but not received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported second degree patient burn could not be determined.

Event description:
Related manufacturing reference: 3002953813-2019-00028. Following a lumbar radiofrequency ablation procedure a patient burn occurred. The burn was located at the grounding pad site. The patient received a prescription to treat the burn and was stable.